Manufacturer narrative:
Very little information provided from the hospital, despite multiple requests to obtain more information on the case.

Event description:
Fixture removal surgery was scheduled to be performed on (B)(6) 2024.

Event description:
Fixture removal surgery was scheduled to be performed on (B)(6) 2024. This has not been confirmed.

Manufacturer narrative:
No report form provided. Very little information provided from the hospital, despite multiple requests to obtain more information on the case. 3/9 text exchange with sales rep. Sent report form. 3/11 re-sent report form to sales reps. 3/22 sent report form to dr. At hospital; 4/10 re-sent report form to sales reps. 4/23 decision to close this case since no answers are provided from hopspital nor sales reps.